Event description:
Complainant alleged that during biomed testing the device failed electrical safety test for ground resistance. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The ac receptacle was replaced as a precaution. The device was recertified, and returned to the customer. No trend is associated with reports of this type.